Event description:
A customer reported experiencing a cartridge alarm issue while the pump was in use, but there was no adverse impact on their blood glucose level as it did not exceed 500 mg/dl. The customer did not have any backup therapy available and planned to reach out to their healthcare provider. Tandem technical support confirmed the issue with consecutive cartridge alarms and decided to replace the pump since it was still under warranty. The customer was provided with the necessary instructions to store and return the problematic pump and acknowledged the steps to be taken upon receiving the replacement pump, which was sent with a requirement for signature upon delivery.